Event description:
A customer contacted beckman coulter inc. (Bci) stating that the total protein (tp) sensor melted while the customer was performing routine cleaning on the tp cup using diluted acid and some spilled onto the instrument. No injury or operator exposure was reported for this event.

Manufacturer narrative:
A service visit was ordered to repair the tp cup module sensor.